Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. On (B)(6) 2017, the device was explanted and replaced. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Correct explant date of the device is (B)(6) 2017 and not (B)(6) 2017 as previously reported.